Event description:
Pt had 5 reddened areas where holter monitor leads had been applied. They claimed the monitor had surged and caused little electrical shocks. Machine checked and found to be working properly. Silvadene applied to reddened areas. Unknown - what caused reddened areas - maybe have been reaction to gelpads.